Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg at 242 mcg/day) via an implanted pump. The patient¿s medical history included spasticity. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. The patient was getting her pump replaced for end of service life. During the procedure, the surgeon could not get csf (cerebrospinal fluid) flow from the catheter. Per the surgeon, the catheter was broken and not in the intrathecal space. The entire catheter was explanted and replaced. The new pump was turned down initially to 96 mcg/day and changed to minimum rate. The patient status was reported as ¿alive ¿ no injury¿. The patient had no symptoms before the surgery. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The troubleshooting performed was checking for csf flow. The issue was resolved.

Manufacturer narrative:
Corrected information: sex, date of birth.